Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, high pacing impedance and a decrease in sensing was noted on the right ventricular (rv) lead. The patient was brought in for lead provocation testing and the measurements were not reproducible. No intervention has been performed at this time to resolve the event and the patient was in stable condition.